Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >91 colony forming units (cfus) of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide a correction to the initial (b5 and d9) and to provide an update to fields (d8, h3, and h4). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels cfu: <1cfu bacterial identification: n/a the device was evaluated by olympus. Clogging in auxiliary water channel and residue in air/water cylinder due to foreign material were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the event "positive in culture test" occurred due to insufficient reprocessing. Growth of microorganisms were found through culture testing by user after reprocessing. However, when olympus cultured tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. However, the specific root cause of the event could not be identified. Additionally, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
Additionally, the user reported the subject device was sampled on an earlier date and the colonovideoscope tested positive for 1 colony forming units (cfus) of unknown bacterial.